Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen appeared to be pushing buttons without the customer actually touching the screen. In addition, it was reported that the battery was depleting faster than expected. During troubleshooting with tandem technical support, it was determined that the battery was depleting as expected. Customer maintained allegation. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged 232-580 mg/dl. Customer administrated a manual injection to address high blood glucose level. Customer reverted to manual injections for insulin therapy.